Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report bent cannulas on the infusion set. The customer reported that they experienced diabetic ketoacidosis (dka) due to not receiving insulin. On the day of call, the customer experienced blood glucose values in the 500 mg/dl and 600 mg/dl range. The patient was unable to keep any fluids down. They treated via manual insulin injection. Customer reported that the insulin pump failed to alarm no delivery at the time of the incident. Troubleshooting was done and the pump passed functional testing. Products are not expected to return.